Manufacturer narrative:
(B)(4).

Event description:
Procedure: tep totally extraperitoneal. According to the reporter: upon setting the balloon on the patient, a doctor found an air leakage occurred and the balloon could not be inflated. A new one was opened to complete the case with no problem. There was no patient harm. The patient current status is good. Operating time extended less than 30 minutes. There was no tissue damage. Nothing fell into the patient's cavity. There was no bleeding.

Manufacturer narrative:
(B)(4).